Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the event was not reported. The following month, the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. Four days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14c13084 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).